Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo_12.6; -10.00 diopter implantable collamer lens into the patients left eye (os) on (B)(6) 2024. The lens was reported as having excessive vault. On (B)(6) 2024 the lens was replaced with a shorter length lens. Cause was reported as unknown. This resolved the problem.

Manufacturer narrative:
Corrected data: d4: expiration date: 30-jun-2026; d4: primary unique device identifier: (B)(4).; h4: device manufacture date: 07-jul-2023. (B)(4).